Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that patient experienced a shooting pain down his right leg that occurred intermittently following catheter placement on (B)(6) 2013 and healthcare provider thinks the catheter may need to have its position changed. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was later reported that the only troubleshooting that was carried out was using image intensifier to check the patency of the catheter. Patient was receiving adequate pain relief. Drugs delivered via the pump were morphine, midazolam and bupivacaine.